Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not turn back on. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer stated that his insulin pump was not turning back on after battery change. The insulin pump will not be returned for analysis.